Manufacturer narrative:
Additional information received at smiths medical 04-jun-2021: date unknown. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated and confirmed. Pump was found to be displaying "45639" error code alarm message on power up during the investigation instead of the report "45636" error code issue. A faulty microprocessor unit board was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave an error code #45636. This occurred during testing. There was no patient, or clinician injury associated with this occurrence.